Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 of two (2) fast-fix 360 dislodged from the meniscus. T1 was successfully removed from the patient using tweezers. The procedure was completed with a non-significant delay, using an equivalent s+n back up. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed two insertion devices and one set of implants were returned together in a single original packaging with the batch number of the complaint on the label. Insertion device one has no visible defect other than bio debris. Insertion device two is severely bent with the actuator at the tip of the needle and bio debris. The single set of t1, t2, and suture were returned off the needle. The t1 is fractured at the tip. The suture knot is tightened down. A functional evaluation of insertion device one showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two showed the actuator will not cycle and remains stuck at the tip of the needle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.